Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, race or ethnicity. The access accutni+3 reagent was not returned for evaluation. The available information does not reasonably suggest that the system has malfunctioned. System performance indicators have been passing within specification. A precision run using wash buffer of 50 replicates passed within specifications. No hardware errors or issues with other assays were reported in conjunction with this event. Patient sample testing by beckman coulter was offered to the customer, but the samples were not made available for testing. The cause of the elevated access accutni+3 patient results cannot be determined with the available information,

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) patient results on their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial sample recovered above the reference range of the assay. A second sample was collected from the patient and recovered lower, but still above the reference range of the assay. The results were released from the laboratory. There was a change to patient treatment which occurred due to the non-reproducible access accutni+3 result as the patient underwent cardiac catheterization. There was no report of injury or additional change to patient treatment attributable to the output from the device in this event. The patient samples were plasma, collected and tested in lithium heparin tubes without gel. There were no apparent issues with sample quality or integrity. Samples are centrifuged for three minutes at room temperature using a stat spin device. The revolutions per minute (rpm) was not provided. Quality control (qc) recovery has and continues to be within established ranges. System maintenance is up to date and there were no errors of note around the time the samples were tested.